Manufacturer narrative:
(B)(4).

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported that prior to procedure during prep the wire was opened, flushed and removed from the hoop. The physician was then going to shape the wire outside the introducer and observed that approximately one inch of the tip was white (not the usual metal color). The wire was not connected to the system and was not inserted into the patient. No troubleshooting was performed. They replaced the wire in the packaging for return. They used another wire to complete the procedure successfully. Patient was discharged as expected. Visual and microscopic inspections were performed on the returned device. The entire sensor housing and distal coil were encapsulated by a white sleeve, the pet mask. Approximately 3 mm of the sleeve extended past the dome. The probable cause of the observed failure was a manufacturing error. The pet mask was not removed from the tip coil during the manufacturing process. This event is being reported as there is a potential for harm if the event were to recur. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. This complaint will be monitored as part of complaint data analysis.